Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient experienced high blood glucose on (B)(6) 2024. Troubleshooting confirmed tubing was kinked. High blood glucose was treated using pump. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.